Manufacturer narrative:
Investigation: all other devices with this failure mode exhibited a forced brittle fracture under bending load according to vdi 3822 1.2.2. Batch history review: the manufacturing documentation has been checked for all of the above listed lot numbers. There is no indication for a manufacturing error or material defect. Conclusion and root cause: the most likely root cause of the failure is the product design. Rational: the product has been breaking during normal use. The failures are forced fractures and not a result of fatigue. In the instructions for use and the surgical technique there are not any restrictions to the flexion angle of the instrument or the torque to be applied. The instrument itself also does not limit either the angle of flexion or the torque that can be transmitted through the flexible shaft. The failure is therefore not considered to be a user error. There is no test documentation in the dmf which verifies whether the loading required for the surgery can be transmitted using this device. Corrective action: a CAPA already exists for this problem (k1: 700003058)

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Facility reported that during an alif l5-s1 procedure the surgeon was tightening down a screw for the arcadius implant. The flexible screw driver fractured, then broke near the tip. Additional intervention was needed to retrieve the piece. No patient injury. Five minute surgical delay.